Event description:
The customer reported that during an arthroscopic anterior cruciate ligament knee procedure, no current was produced by the electrode. Because of the lack of current being produced, the patient had to undergo an open procedure.